Event description:
It was reported during fleet assessment that biomedical engineering reports occasionally the keypad is not working. Per customer keypads are checked to make sure they are not pulling away from the assembly, only a few have been found. This was reported during an on site visit. No products available for investigation. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.